Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a burnt smell and was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) printed circuit board (pcb) was found to be defective.